Event description:
The manufacturer received a voluntary medwatch (mw5106128) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging, "I have been using these respironic machines for 15 years: 2 system ones and 2 dreamstation, all of these units have been recalled by philips within the last 2 year my wife and I have both been diagnosed with emphysema." Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to obtain additional information through good faith effort attempts due to lack of customer contact information and therefore no further investigation can be performed. If any additional information is received at a later date, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer for evaluation.